Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived in the emergency room for complaint of dizziness and was found to be orthostatic blood pressure while laying of 108 mmhg/86 mmhg and 82 mmhg/68 mmhg while standing. The patient had a subtherapeutic international normalized ratio (inr) of 1.4. The patient was transferred and found to be dehydrated. The patient was given 500ml of IV fluid, and 0-33 units/kg/hr heparin titrated and coumadin. The patients inr continued to the 2-3 range and the patient had no further complaints. The patient had episodes of supraventricular tachycardia and was subsequently put on 25mg metoprolol.

Event description:
Additional information: the patients symptoms resolved. The arrhythmia was not thought to be therapy related and resolved on (B)(6) 2021. The implantable cardioverter defibrillator was implanted prior to ventricular assist device implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21sep2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.